Event description:
It was reported that the controller exhibited an "error sound...due to internal battery life." The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller was returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection of the returned controller revealed contamination within both power ports. The observed contamination is an additional finding not related to the reported event and likely due to the handling of the device. Functional testing revealed that a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed two (2) controller fault alarms were logged on 9/jun/2024 at 22:15:16 and 23:39:11, indicating an issue with the internal battery. In addition, log file analysis revealed that the controller was in use for more than two (2) years. Review of the alarm log file revealed a vad disconnect alarm logged on (B)(6) 2024 at 11:38:12, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. As a result, the reported event was confirmed. In addition, review of the alarm file revealed that six (6) suction alarms have been logged since (B)(6) 2024. The observed suction alarms are an additional finding, not related to the reported event. Based on the available information, the device may have caused or contributed to the observed suction alarm finding. Based on the risk documentation, possible causes of the observed suction finding may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.